Event description:
The following article was received via productwatch (glis): this record was created to capture the event detailed in "undesirable effects after treatment with dermal fillers", journal of drugs in dermatology, (apr-2013): vol 12(4). In this article, the authors describe a pt who, after injection with a hyaluronic acid filler experienced four "episodes of recurrent granulomatous reactions" on her left nasolabial fold, the first of which occurred 6 months after the filler injection. Subsequent episodes occurred at 9, 12, and 21 months after the filler injection. This late onset reaction was treated with corticosteroids, specifically intralesional triamcinolone acetonide, minocycline, and clarithromycin incision and drainage were performed. It was noted in the article that at this time the pt is without any new recurrences.

Manufacturer narrative:
(B)(4). Attempts to f/u with the physician/author have been unsuccessful; lot number and type of product info are therefore, unavailable at this time. Device labeling: undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delay. These include, but are not limited to: induration or nodules at the injection site.